Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported oversized balloon was not confirmed. It should be noted that the instructions for use states: carefully inspect the omnilink elite stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Special care must be taken not to handle or in any way disrupt the stent on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a cause for the reported oversized balloon. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions (manipulating the stent implant), use after damage, incorrect anatomy the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified, 80% stenosed mid brachiocephalic (innominate) artery. A 9.0 x 19 mm omnilink elite stent delivery system (sds) was selected for the procedure. After preparation of the sds and prior to use, it was observed that the balloon appeared to be too long for a 19 mm stent implant; however, the decision was made to use the sds anyway. Therefore, the physician moved the stent distally on the balloon to try and get the stent closer to the tip of the sds. Once at the lesion, an attempt was made to position the sds appropriately and became concerned that with the balloon being so long, the stent may not deploy properly. The sds was removed from the anatomy and an 8.0 x 17 mm non-abbott stent was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.